Event description:
It was reported that the (1) pmw 35 was used during an unknown procedure. It was reported that the staples did not form properly. The case was completed with a new device and there was no pt consequence.